Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 1556000500, 510k # k111942 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent plf surgery at th10-s levels for kyphoscoliosis (hook of implant at right th10, l3 skip, pedicle screw at other levels, l3 osteotomy). On unknown date, the both rods were broken around l3 level. The revision surgery to replace rods was scheduled on (B)(6) 2015. The levels at which the set screw got stuck is right l3.